Event description:
It was reported that the device was removed due elective replacement indicator (eri). The device was returned to the manufacturer, analyzed, and tested out of specification. Further, it was alleged that "plaintiff had [the] virtuoso explanted as a result of device failure and medtronic's doctor and patient communication. The defect in the product was caused by the way the product was manufactured, including but not limited to the use of defective, improper and unapproved components used in the manufacturing of plaintiff's device, causing plaintiff's device to fail and the need for plaintiff's device to be explanted. Plaintiff sustained physical injuries." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device was removed due elective replacement indicator (eri). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.